Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that the male luer broke off into a non bd connector during an unspecified infusion. The set was in use for either 30 mins. To several hrs. The customer confirmed that there was no harm to the patient.